Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with a mentor siltex round moderate profile 475cc saline prosthesis experienced spontaneous right sided deflation post procedure. The patient noted the device had flattened after waking up from a nap. The issue was diagnosed in the physician¿s office. As a result, an explant is planned for (B)(6) 2021.

Manufacturer narrative:
Additional information was received on (B)(6) 2022. Replacement with mentor smooth round moderate plus profile 550cc saline prostheses was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on august 17, 2021. The implant date was clarified to be (B)(6) 2021. The investigation of the impacted product was completed by the failure analysis lab on august 18, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had three (3) areas of siltex cracking (a, b, and c) on the posterior view. In addition, three (3) tears were noted within the siltex cracking areas, measuring approximately a: 1.2 cm, b: 0.5 cm, and c: 0.5 cm . The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).